Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the power cord. System operates as intended.

Event description:
The customer reported the system shut down on its own. No pt injury was reported.